Event description:
A male patient who received op-1 putty experienced discomfort at the iliac crest harvest site, superficial sensitivity of the anterior aspect of the right thigh, persistent back pain and numbness and burning of the thighs bilaterally. Outcomes are unknown. The surgeon did not suspect the events were related to the use of op-1 putty. The events were deemed nonserious.